Event description:
Per the clinic, the patient developed a surgical flap infection at the incision site (specific date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). The patient also underwent a debridement on (B)(6) 2026 (specific date not reported). However, the issue did not resolve. The device was explanted under general anesthesia on (B)(6) 2026. There are plans to reimplant the patient with a new device once the wound has completely healed; however, this has not occurred as of the date of this report.